Manufacturer narrative:
Information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was defective because the haptic broke. The lens was fully inserted in the patient's operative eye, then it was discovered that there was haptic damage. The lens was then removed and another johnson & johnson lens (same model and diopter) was successfully implanted as a replacement. The patient is doing very well, sees perfectly. Product availability is unknown and no further information was provided.